Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
An impella cp device was inserted into the left femoral artery in a 85-year-old male patient with a past medical history of coronary artery disease (cad). The patient presented in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). The physician attempted to insert the impella; however, was unsuccessful due to the patient's anatomy. The impella insertion was aborted. The physician continued with the pci; however, the patient expired during the procedure. The physician did not attribute the death to the impella. The death is conservatively being reported to the impella cp but is not a contributing factor as the device insertion was aborted, and is most likely attributed to patients clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock.

Manufacturer narrative:
H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was most likely patient condition per clinical information of heavily calcified arteries. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.